Event description:
Device 1 of 2. Reference MFR report: 1627487-2016-01495. Follow-up identified the patient underwent a re-trial procedure on (B)(6) 2016. Additional surgical intervention is still pending.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR report: 1627487-2016-01495. The patient received two leads from the same lot number. It was reported the patient complained he was experiencing unintended stimulation that wraps around from the pns (off-label) lead to the ipg pocket in the right side of the chest. Diagnostics of the patient's system indicated some of the leads contacts were out of normal limits (low and high). Reprogramming of the patient's system was performed but the issue persisted. In addition, the patient reported experiencing a burning sensation (not heat) at the pocket when the amplitude was increased. Surgical intervention may be taken at a later date to address the issue.